Event description:
It was reported that during a ureteroscopy procedure, the balloon burst inside the pt and a piece of the device remained in the bladder. The physician used allegator forceps to retrieve the piece. The device was destroyed at the user facility. It was reported that the procedure was successful and the pt's outcome was uneventful. A trend analysis of the device revealed that this has been the only complaint on this device reported to boston scientific in the past 14 months.